Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss of over one hour occurred for the transmitter with serial number 83j1rc. However, data for the transmitter with serial number 8d1rh8 was provided for evaluation. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.